Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported furosemide 300mg infused over an hour. Device was programmed manually using guardrails, however customer reports this was a "user issue". There was patient involvement but outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of a user error (over infusion) was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis.

Event description:
It was reported furosemide 300mg infused over an hour. Device was programmed manually using guardrails, however customer reports this was a "user issue". There was patient involvement but outcome is unknown.